Event description:
It was reported to medtronic minimed that the customer stated there was an issue with the insulin pump display, and the screen had a crack. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use. Mmt-1886 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The display was flashing white during analysis. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current test, active current test or self test due to the flashing white display. Unable to download history files or traces due to the flashing white display. Missing segments were noted while unit flashed white display. The pump was cut open for visual inspection and no moisture damage was found on electronic stack. However, cracked glass on the lcd display was noted, causing the missing segments and partial display. Test sc1-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The alleged cracked display window was not confirmed when no cracks to the display window were noted during visual inspection. However, allegations for missing segments/partial display were confirmed when cracked glass was noted on the lcd display during deconstructive analysis. Additionally, unit was received with flashing white display. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.